Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the column stand wobbles. There was no patient involvement. The device was not in clinical use at the time the issue was discovered. There was no reported patient or user harm.

Manufacturer narrative:
The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer reported that they tightened the bolts and improved the issue, but that the column would still wobble back and fourth slightly. The fse advised the customer to disassemble the base form the column and inspect the threaded plate in the column in order to see if it is loose. The fse referenced the manual for part s ID for the column and hardware kit. The customer reported that they attached some anti shake washers, which are not washers philips offers. The customer reported that the issue was resolved.